Event description:
It was reported that a minicap transfer set had a female connector which could be twisted during therapy. It was not specified when in the therapy this occurred. There was patient involvement, but no patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed. Visual inspection was performed which noted excess solvent between the dark blue female connector and light blue mainbody. Leak testing, clear passage testing, integrity of seal testing, clamp function testing, and torque engagement were performed with no issues noted. A CAPA is currently open to investigate reports of particulate matter, including excess solvent. Should additional relevant information become available, a supplemental report will be submitted.